Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified wear abrasion, flat creases, and a crack opening. A leak test was performed and one opening was found. A microscopic analysis identified a curved cracked opening in the valve, assessed as a cracked valve seat diaphragm valve and partial delamination of diaphragm flange disk assessed as an adhesive failure. Based on the device analysis the final assessment is: a crack opening on valve assessed as cracked valve seat diaphragm valve. Delamination of diapherm flange disk assessed as adhesive failure.

Event description:
Device has been explanted.